Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) battery status was 2.97v on 11/29/05. Three months later, the battery monitoring voltage is reported to be 2.62v. It was further noted that this patient has had no shocks since induction at implant, with no diverted shocks. The pacing settings were noted to be: dddr at 60; atrial amplitude-3.0v@0.5ms with 570 ohms and 47% pacing; ventricular amplitude-2.6v@0.5ms with 587 ohms and 98% pacing. The health care practitioner expressed concern that the device battery is depleting prematurely.